Event description:
It was reported that the on/off buttons for this shaver handpiece would not function. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation finding: the shaver handpiece was received for evaluation and the reported problem was verified. Further investigation found the shaver has the potential to activate on its own related to pc board failure. A design change had been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this event.